Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. Optical signal loss was noted for fiber 1; however, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein isolation procedure, a steam pop lead to a pericardial effusion. While creating the cti line in the right atrium, a steam pop occurred and the patient became hypotensive. A transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transported to the ccu and is in stable condition. There were no performance issues with any abbott device.